Event description:
Follow up information received confirmed that the implantable neurostimulator (ins) was explanted due the (B)(6). It was also reported that the patient was treated for 6 weeks with antibiotics (¿(B)(6) and vencomycine¿). No additional information was available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the explant of the patient device was planned due to infection. It was noted that antibiotic will be necessary and a surgery cleaning or explant was required to occur on the day of the report. It was further noted that the patient was experiencing a burning sensation. It was also noted that the patient was alive with no injury at the time of the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37083-20, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. (B)(4).